Event description:
On 06/30/09, received mesy from maquet (B)(4) for two heartstring seals that were loaded according to instructions. When the delivery device was removed from the loader device, the heartstring seal remained inside the loader device and was not on the delivery device as it should have been. The procedure was completed using a third heartstring. This report is for the first seal. (B)(6).

Manufacturer narrative:
Investigation results: the visual inspection revealed that seal subassembly was left behind in the loader device. The delivery device was outside the loader device with the plunger depressed. The seal seemed to be partially rolled and stuck between the tabs inside the loader device. The reported complaint is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B)(4).